Manufacturer narrative:
Product event summary # product ID# d314trg. The device was returned and analyzed and no anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from the (B)(6) medical examiner. It was reported that the patient was deceased and died due to (B)(6) following implantation of the ICD. The ICD was implanted approximately a month prior to the death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 693558, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
No eval explain code.